Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the monitor had an open driven ground resistor r781 on the computer/analog board. Damage to this resistor is consistent with reports that the reports of external defibrillation. The device malfunction did not cause or contribute to the patient death as the device was able to deliver two full energy pulses to the patient. Electrode belt sn (B)(4) has not been returned. Review of the patient flag files does not indicates that the electrode belt was fully functional and able to treat a patient.

Event description:
A distributor notified zoll that a (B)(6) female patient passed away on (B)(6) 2016 while in the hospital. Hospital staff was with the patient and attempted the resuscitation. Hospital staff externally defibrillated the patient at 8:05 pm, 8:08 pm, and 8:10 pm during ventricular tachycardia (vt). The durations of vt were too short for the lifevest to complete the detection and treatment sequences. At 8:12 pm, the patient received a treatment from the lifevest during ventricular fibrillation (vf). The post-shock rhythm was bradycardia at 40 pbm. At 817 pm, the patient received a second lifevest treatment during vf. The post- shock rhythm was bradycardia at 35 bpm. The response buttons were pressed after the second treatment, the response buttons functioned appropriately. After the two lifevest treatments, the patient's rhythm again went into vt at 175 bpm, however the heart rate then dropped below the treatment threshold to 145 bpm. The patient then went into a non-treatable rhythm and passed away on (B)(6) 2016.